Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the programmer generated an error upon power-up and it was attributed to the nylon standoff (spacer) being broken, and it was therefore replaced. A system error was also found in the error log and the hardware was reconfigured and the software reloaded, and that the connector of the speaker was damaged (broken) and therefore the speaker was replaced. (B)(4).

Event description:
It was reported that the programmer displayed a blue screen and an error message at power up. The programmer was returned for service. There was no patient involvement.

Event description:
It was reported that the programmer displayed a blue screen and an error message at power up. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.